Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was broken into two pieces. The sheath body was broken along the score line on one side only. One of the tabs was separated from its side of the sheath body creating the second piece. It appeared that the separated tab broke from the sheath body and pulled off the proximal end of the body along with it. A piece of sheath body was attached to the separated tab and a piece is also missing and not returned. Microscopic examination revealed blue stains marks from adhesion to the body. The edge of the sheath body had a jagged, uneven edge indicating it was torn. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site. The reported lot number is included in the scope of a recall for this issue under our 806 report number 2518433-101415-009-r.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right basilic in IV therapy. The tabs on the peel-away sheath did not tear-away properly during removal of the sheath. One of the sheath tabs detached when the clinician was attempting to remove the sheath. They were able to peel away the sheath and remove it without issue and left the catheter in place. There was no delay in treatment and no patient death or complications reported.